Event description:
Patient reported they had a tubing broken near the port and they needed help with turning the pump off. Medication being infused was unknown. No further details were provided. Patient involved. No patient harmed.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.